Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported that fluid was found in association to the patient's pd treatment. When cassette was being removed after treatment, fluid was leaking inside the cassette door. Fluid was discovered on the external of the cassette and in the pump module area of the cycler. The caregiver also said the cycler had been rebooted and had a deflate error warning on power-up. Caregiver was advised to not try and use cycler until the next day. In a follow up, the caregiver verified the fluid leak event. The caregiver said the patient was able to let the cycler dry out and resumed using it the next day. There was no harm, intervention or adverse event associated with the fluid leak. The cycler is not available to return.

Manufacturer narrative:
Correction: b.5.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported that fluid was found in association to the patient's pd treatment. When cassette was being removed after treatment, fluid was leaking inside the cassette door. Fluid was discovered on the external of the cassette and in the pump module area of the cycler. The caregiver also said the cycler had been rebooted and had a deflate error warning on power-up. Caregiver was advised to not try and use cycler until the next day. In a follow up, the caregiver verified the fluid leak event. The caregiver said the patient was able to let the cycler dry out and resumed using it the next day. There was no harm, intervention or adverse event associated with the fluid leak. The cycler is not available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported that fluid was found in association to the patient's pd treatment. When cassette was being removed after treatment, fluid was leaking inside the cassette door. Fluid was discovered on the external of the cassette and in the pump module area of the cycler. Caregiver was advised to not try and use cycler until the next day. In a follow up, the caregiver verified the fluid leak event. The caregiver said the patient was able to let the cycler dry out and resumed using it the next day. There was no harm, intervention or adverse event associated with the fluid leak. The cycler is not available to return.